Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2022, it was reported that while the patient was sleeping, he felt bad (feeling sick/unwell, flu, headache, increased thirst, sick on this stomach) and then he pulled the cannula, and it was bent due to which he experienced high blood glucose level of 718 mg/dl while sleeping. The patient did not get any alarm that there was an occlusion. Therefore, they tried to treat it with insulin infusion drip intravenously, but on (B)(6)2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. Moreover, the infusion set was changed on (B)(6) 2022. On (B)(6) 2022, the patient was released from the hospital. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2022, it was reported that while the patient was sleeping, he felt bad (feeling sick/unwell, flu, headache, increased thirst, sick on this stomach) and then he pulled the cannula, and it was bent due to which he experienced high blood glucose level of 718 mg/dl while sleeping. The patient did not get any alarm that there was an occlusion. Therefore, they tried to treat it with insulin infusion drip intravenously, but on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. Moreover, the infusion set was changed on (B)(6) 2022. On (B)(6) 2022, the patient was released from the hospital. No further information available.

Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number: (B)(4). Event occurred in united states. On (B)(6) 2022, it was reported that while the patient was sleeping, he felt bad (feeling sick/unwell, flu, headache, increased thirst, sick on this stomach) and then he pulled the cannula, and it was bent due to which he experienced high blood glucose level of 718 mg/dl while sleeping. The patient did not get any alarm that there was an occlusion. Therefore, they tried to treat it with insulin infusion drip intravenously, but on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. Moreover, the infusion set was changed on (B)(6) 2022. On (B)(6) 2022, the patient was released from the hospital. No further information available.